Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a line was only detected under the microscope after the implantation of iols. The iols were not explanted. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. A photo was provided of a single-piece lens in the eye. A dark line/mark is observed near the optic edge. This may be a crack. Unable to determine from the photo. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The lenses remain implanted. Based on review of the provided photo a dark line/mark was observed near the optic edge. This may be a crack. No other determination can be made from the photo. Not enough information was provided by the reporter for further investigation. The manufacturer internal reference number is: (B)(6).